Event description:
The patient was scheduled for a replacement on the (B)(6) but the patient did not arrive for the procedure. The doctor had gone on leave since then and the procedure had not been rescheduled yet. The patient came in for a refill ¿last week.¿ the patient¿s daughter was currently in the hospital and he was waiting for her to recover before having his pump replacement. It was taking longer than expected as the patient kept postponing his surgery.

Event description:
It was reported the pump was over infusing. It was stated that during the previous refill there was supposed to be 7ml, but nothing came out when aspirated. It was noted they checked again at the next refill which was the day prior to report and found 1ml in the pump when there should have been 13ml. It was noted the patient was not feeling very well and was very tired. The patient status was noted as alive with no injury. The pump was used to deliver an unknown drug. The pump was used to deliver sufentanil. Additional information reported the patient dosage was lowered so the pump should last longer. It was noted they would check at the next refill to see if there was still a discrepancy. It was noted the patient was doing ok since the refill, but they have lowered the dosage twice to ensure there was no overdose.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient would be coming back for a refill on 2014 (B)(6), but had not been seen since the last re-fill. Additional information reported the patient was seen on 2014 (B)(6) and there was still a volume discrepancy. It was stated, the patient was sent for x-rays to check the catheter and the pump. It was stated, there were no faults found under the x-ray. It was stated, the patient was being prepared for replacement because of the discrepancy. It was stated, the patient's dosage was reduced prior to 2014 (B)(6) because, an overdose was suspected. It was noted, the patient's pain levels had increased and this was suspected to be caused by the decrease in dosage.

Manufacturer narrative:
Concomitant product: product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).